Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
An air embolism and subsequent stroke were reported during a pulmonary vein isolation (pvi) procedure. The faradrive steerable sheath was selected for use in a pulmonary vein isolation (pvi) procedure. Device preparation was performed as per standard protocol, and no abnormalities were noted. During the procedure, while the farawave catheter was inserted through the sheath, the faradrive sheath reportedly allowed ingress of air through its membrane. This resulted in the patient experiencing cardiac arrest in the operating room. The patient was later diagnosed with a stroke (apoplexia) caused by an air embolism. There is no further information available regarding the patient's current condition. Continuation of the procedure was cancelled. The device was disposed of at the facility and will not be returned for evaluation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was requested however was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
An air embolism and subsequent stroke were reported during a pulmonary vein isolation (pvi) procedure. The faradrive steerable sheath was selected for use in a pulmonary vein isolation (pvi) procedure. Device preparation was performed as per standard protocol, and no abnormalities were noted. During the procedure, while the farawave catheter was inserted through the sheath, the faradrive sheath reportedly allowed ingress of air through its membrane. This resulted in the patient experiencing cardiac arrest in the operating room. The patient was later diagnosed with a stroke (apoplexia) caused by an air embolism. There is no further information available regarding the patient's current condition. Continuation of the procedure was cancelled. The device was disposed of at the facility and will not be returned for evaluation. It was further reported that irrigation used was an elevated bag with heparinized saline dripping 1- or 2-times per second. The bubbles were seen in the sheath shaft and in the flushing line, the bubbles could be seen, but they could not hear the air coming in. The patient was hospitalized beyond standard of care.